Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Reliability laboratory technician. Reliability laboratory. Failure (event) observed during analysis. Final analysis found an internal insulation abrasion at 82.0 cm - 83.0 cm from the connector end.